Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that this right atrial (ra) lead recorded a signal artifact monitor (sam) event and that it triggered a lead safety switch (lss) due to high out of range pacing impedance measurements over 3000 ohms. Additionally, there was loss of capture (loc) and variable p waves. A lead fracture was suspected. The patient was reported to experience palpitations. Technical services (ts) was contacted and recommended reprogramming options. This ra lead remains in service. No additional adverse patient effects were reported. Additional information received detailed that follow up was programmed for the patient with this ra lead.

Event description:
It was reported that this right atrial (ra) lead recorded a signal artifact monitor (sam) event and that it triggered a lead safety switch (lss) due to high out of range pacing impedance measurements over 3000 ohms. Additionally, there was loss of capture (loc) and variable p waves. A lead fracture was suspected. The patient was reported to experience palpitations. Technical services (ts) was contacted and recommended reprogramming options. This ra lead remains in service. No additional adverse patient effects were reported.